Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." "Improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Exact date is unknown, but was reportedly a few days prior to the revision. Device manufacture date - unknown. The product identification necessary to obtain manufacturing information was not provided. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent shoulder arthroplasty procedure and was revised a few days later, on (B)(6), 2011, due to dislocation. It was further reported that the surgeon implanted a humeral stem that was not the appropriate size for the patient during the initial procedure. No further information has been provided to date.